Manufacturer narrative:
Visual analysis: 3/11/2016 - received the following devices: (B)(4) new mc100 microclave clear connectors lot # 3190625. One (1) new cadd administration set smiths medical ref# (B)(4). Six (6) new power loc max ref (B)(4). Functional testing: each of the power loc max, mc100 microclave clear connectors, and cadd administration set luers were measured and all were found to be iso compliant. Each of the new power loc max were connected to a new mc100 microclave and pressure leak tested at 45psi. No leakage was observed at any of the connections and there was no propensity to disconnect. The new cadd administration set was connected to a new mc100 microclave and pressure leak tested at 45psi. No leakage was observed and there was no propensity to disconnect. Dimensional analysis: mc100 microclave clear connectors. Iso male luer taper: pass ((B)(4)). Power loc max . Iso female luer taper: pass ((B)(4)). Cadd administration set iso male luer taper: pass analysis summary: the complaint of disconnect and subsequent leakage between the power loc max port hub and the mc100 microclave was unable to be confirmed or replicated. The new and unused samples returned were measured, connected, and then pressure tested. No leakage or disconnects were observed during the testing.

Event description:
Complaint received stating, chemo tubing came apart at port hub where it connects to the injection cap, not where the tubing connects. We sent a nurse out to reconnect. There was chemo exposure that was cleaned up. There was no harm to the patient or clinician.